Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the proximal to mid left anterior descending artery (lad), which was tortuous and calcified. The lesion was pre-dilated with a 2.0 x 12 mm balloon. While deploying the 3.5 x 28 mm xience v, a dissection occurred at the distal edge of the stent. A 3.0 x 15 mm xience v stent was deployed to cover the dissection. There was no adverse patient sequela and the patient was discharged routinely. No additional information was provided.